Event description:
As reported: "study: stryker pegasus subject: (B)(4). Patient admitted to hospital on (B)(6) 2024 and seen by orthopedics for 3 cm area of dehiscence of superolateral aspect of right knee. This was irrigated and closed bedside with nylon sutures and later wrapped with compression dressing, then soft."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.